Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support patient for acute myocardial infarction related cardiogenic shock (ami/cgs). The pump was delivered and placed within the left ventricle but pump position was suboptimal and within the papillary per the transesophageal echocardiography (tee) imaging. The pump was being repositioned and doing so the pump kinked and was removed/replaced. Patient survived.